Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Device 2 of 2 : reference MFR report: 1627487-2019-01377. It was reported that the patient's leads began to erode through the skin. As a result, the patient's leads were explanted.